Manufacturer narrative:
Additional information: h4: the device was manufactured between december 6, 2024 and december 9, 2024. H11: the device was received for evaluation containing 98ml of fluid in the bladder. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Removal of luer cap showed evidence of continuous flow of fluid out of the distal luer. A functional flow rate test was performed, and the device was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had no flow during patient infusion. The issue was confirmed after the expected infusion time of 46 hours. The device contained 5-fluorouracil in saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.